Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01us / expiration date: 28-oct-2021/ serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no. Dev rtn to MFR? No. Device manufacture date : 07-jul-2020, labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg) the patient experienced asystole. It was noted the patient was also having an atrioventricular node ablation procedure at the same time. Due to the patient complication the clinician "quickly" deployed the device in order to pace however it was on the free wall of the heart and not the septum (wrong location). It was reported the ipg perforated the myocardium and caused a pericardial effusion. The patient experienced perforation. Pericardiocentesis was performed. The device was implanted and remains out of service and the device was replaced. No further patient complications have been reported as a result of this event.